Event description:
Pt reported when trying to turn pump on it briefly turned on and in a few seconds it turns back off. Pt confirmed new batteries and they were inserted correctly, unable to troubleshoot. Pt's back up pump is working fine. No further information, details or dates available. Dose/amount: remodulin - 105ng/kg/min. Product lot and expiration date unknown. Pump serial number# (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Unknown if md is aware.